Manufacturer narrative:
It was confirmed that the programmer would power on briefly and then shut off. It was additionally found that the upper case half was broken, the lower case half was worn, the display hinges were out of specification, and the keyboard had a broken latch.

Event description:
It was reported that the programmer would power off unexpectedly during interrogations. The programmer has been returned to service. No patient complications have been reported as a result of this event.